Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. During system check with tandem technical support, the occlusion was determined to be at the infusion site (cannula). Customer did not know blood glucose level and stated there was no concern about bg level.